Event description:
It was reported ongoing intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy. Customer reported using supplies over 72 hours resulting in an occlusion alarm, they were educated this is off label use and to not use supplies over 72 hours with novolog.